Event description:
Customer reported questioning a sars-cov-2 tma run, wl 003105-20210803-23, using assay lot 291909 on panther instrument sn (B)(4) since the negative control rlus were lower than expected. Customer was also concerned that the negative results for this run had rlus in the 200s.

Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Pas confirmed the rlu values were lower than expected for the lab, but the run was still valid with expected luminometer kinetics and clear delineation between negative and positive results. Ts relayed this information to customer and advised them to clean common touchpoints and prepare a new reagent kit. Customer understood with no further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.